Manufacturer narrative:
This is a supplemental report to provide additional information. The operating wire of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire was not returned to omsc. The operating pipe was broken at 312 mm from the distal end. The broken position was the junction between the operation pipe and the operating wire. As a measurement result of the outer diameter of the operating pipe, there was no abnormality. There was no abnormality in the welding condition of the junction between the operation pipe and the operating wire. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. The above device handling has warned in the instruction manual as follows. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography(ercp), the subject device was used. The pipe near the handle broke and the subject device could not be removed. The user crushed the calculus with non-olympus emergency lithotriptor and removed the device. It was reported that there were five or six calculus in the patient and the user crushed two or three calculus together. The user canceled the procedure. It was not reported the number of crushed calculus. There was no patient injury reported. No further information was provided.